Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. Control key switch background test found in pump event history log. During functional testing using power up and using biomed diagnostic to perform a keypad test, the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced keypad as preventive measure and performed power up and self test process.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited continuous alarm and the frozen screen. No patient injury reported.